Manufacturer narrative:
A2: age at time of event - 18 years or older.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in a coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment; however, during procedure, the struts were noted to be fractured. The device was removed with no patient complications reported, and the patient status was stable.

Event description:
It was reported that stent fracture occurred. The 80% stenosed target lesion was located in a coronary artery. A 20 x 3.00 promus premier drug-eluting stent was advanced for treatment; however, during procedure, the struts were noted to be fractured. The device was removed with no patient complications reported, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device eval by MFR: the promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. Visual inspection revealed no issues with the shaft of the device or the shaft polymer extrusion profile. Stent struts were noted to be damaged and lifted at the proximal end. Microscopic inspection of the stent showed the damaged stent struts were pulled distally, exposing the proximal part of the balloon. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and had not been subjected to positive pressure. There were no signs of movement on the distal end of the stent. The bumper tip showed no signs of distal tip damage. The undamaged stent outer diameter was measured within max crimped stent profile measurement. No other device issues were noted.